Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) of 46 mg/dl. The cause of bg was unknown and bg was addressed with glucose tablets. Recommendation was made by tandem technical support to consult healthcare provider.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 46 mg/dl was recorded by continuous glucose monitor (cgm) on 11/21/2018. The user set a temporary basal rate of 120% from 10:50pm to 11:05 pm on (B)(6) 2018. The user¿s cgm then continued to decline until it dropped below target. Cgm alert 3 (cgm glucose reading below user¿s threshold) and cgm alert 1 (cgm low alert) were annunciated. It is possible the user¿s basal adjustment was too high. There is no evidence that the insulin pump experienced a malfunction or failure.